Event description:
It was reported that when the pt was running around at home, she fell down on a toy and hit the implanted site strongly. After that, she was no longer able to hear with her device. Testing showed all channels with the status "hi". The pt was reimplanted in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.